Event description:
After a 6f angio-seal vip device was deployed in the common femoral artery above the bifurcation and below the inferior epigastric artery, the patient experienced a cold leg and pain in his left foot. The angio-seal collagen was found occluding the femoral artery and required an additional procedure to re-vacularize the artery.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the angio-seal and the cause for the reported event remains unknown. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instructs the user that erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.